Manufacturer narrative:
Reference (B)(4). Customer has indicated that the device is implanted. The investigation is in progress. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It is reported that the patient has a revision planned for unknown reasons. Attempts have been made and additional information is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.